Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a reported value of 260 mg/dl after announcing a meal, observing rising glucose during eating, issuing a second meal announcement, and then replacing the infusion site due to site pain and concern for a bent cannula; the removed cannula was not bent, and insulin delivery was resumed with a new infusion site. Customer care provided support that included product performance review through user-reported data, and infusion set inspection by the user. Investigation of this case revealed no device alarms and no visible cannula deformation upon removal, with hyperglycemia plausibly related to ongoing postprandial glucose excursion and insulin absorption dynamics. Symptoms included headache associated with elevated blood glucose. Outcomes included no hospitalization and continued therapy after site replacement. It was concluded that the cause of hyperglycemia was unclear, with no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.